Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during a operation with a dynamic hip system (dhs) the pin broke during reaming with a drill bit. There was no patient injury reported. It was reported that the surgery was completed successfully. This is report number 5 of 5 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: an evaluation was performed on the returned device. As per received condition of device; the device is in good condition. No damage or deviation visible. The cutting edges are worn out. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. A device history review was conducted. The report indicates that no ncrs were generated during production. There were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.